Manufacturer narrative:
Visual inspection : the returned unit a 3.5mm super 90s serfas probe, and the ceramic with the electrode still attached has detached off of the distal tip of the housing. The unit was visually inspected under high magnification microscope excessive wear marks were observed on ceramics, also minor wear marks on insulation. Functional inspection : unable to do a functionality test , however able to read the e-prom by connecting the probe to serfas energy programmer box as part of investigation to read the activation history. The reader box has a maximum capacity to store 41 activations instances. The probable root cause/s could be: excessive force used when inserting of removing probe, probe inserted into obstructed passageway or any forceful impact to the tip of the probe with rigid objects. Probe used as a tool for mechanical displacement of tissue or bone, or to pry or scrub. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported the cautery tip fell off the probe in the shoulder. There was patient involved, but there were no patient impact and no adverse consequences. The procedure was completed successfully and the tip was retrieved from the patient.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. Visual inspection: the returned unit a 3.5mm super 90s serfas probe, and the ceramic with the electrode still attached has detached off of the distal tip of the housing. The unit was visually inspected under high magnification microscope excessive wear marks were observed on ceramics, also minor wear marks on insulation. Functional inspection: unable to do a functionality test , however able to read the e-prom by connecting the probe to serfas energy programmer box as part of investigation to read the activation history. The reader box has a maximum capacity to store 41 activations instances. The probable root cause/s could be excessive force used when inserting of removing probe, probe inserted into obstructed passageway or any forceful impact to the tip of the probe with rigid objects. Probe used as a tool for mechanical displacement of tissue or bone, or to pry or scrub. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported the cautery tip fell off the probe in the shoulder. There was patient involved, but there were no patient impact and no adverse consequences. The procedure was completed successfully and the tip was retrieved from the patient.